Event description:
It was reported that the lead had high impedance. A lead revision was planned but the lead was damaged during the procedure and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the distal conductor was fractured. All conductors were stretched and there was blood/body fluid present on all conductors (not obstructed). The proximal conductor was fractured due to overstress. All insulator's were torn and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and primary analysis revealed that the distal conductor was fractured. All conductors were stretched and there was blood/body fluid present on all conductors (not obstructed). The proximal conductor was fractured due to overstress. All insulator's were torn and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and the lead was stretched.